Manufacturer narrative:
Technical services was contacted in early(B)(6) 2019. Stored device files were e-mailed to the consultant for evaluation. The device was already out-of-storage mode, displaying out-of-range impedance associated with a measured longevity percentage of 91 percent. The stored data was analyzed which showed that an automatic set-up had not been performed. The longevity will increase once the automatic set-up was completed. Longevity calculations estimated an increase close to 100 percent. Boston scientific received additional information that this device was implanted on (B)(6) 2019 without incident. This device remains in-service.

Event description:
It was reported that this field clinical representative contacted boston scientific technical service in early (B)(6) 2018. During a battery check, the measured longevity percentage was 96 percent. The device had been taken out-of-box but was still contained in the sterile packaging. Upon interrogation, no red screen was displayed on the programmer. The sales representative was informed that the device could be implanted. Once the implant date is populated and an automatic set-up is performed, the percentage should increase to 100 percent. Subsequently, technical services received another call in mid (B)(6) 2018. The device was interrogated and 95 percent longevity was displayed. The technical service consultant commented that the longevity should improve once the implant date is populated and an automatic set-up is performed. The field clinical representative was informed that the device could still be implanted. A field clinical representative contacted technical service in mid (B)(6) 2018 to report that the device was generating atypical beeping tones. Upon interrogation, a red screen was displayed indicating a high impedance measurement. Because the longevity of the device was not at 100 percent and w red screen was displayed, the field clinical representative wanted to return the device for laboratory testing. The technical service consultant commented that if the device was taken out-of-storage mode, a high impedance measurement would be expected as the device performs impedance checks on a regular basis. The field clinical representative planned to ship the box device back to boston scientific for laboratory testing. It was reported that boston scientific was contacted again in late (B)(6) 2019. This boxed device was interrogated. The device was found to have been taken out-of-storage mode and a hi message was displayed. The technical service consultant recommended that a memory upload be obtained for analysis.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this field clinical representative contacted boston scientific technical service in (B)(6) 2018. During a battery check, the measured longevity percentage was 96 percent. The device had been taken out-of-box but was still contained in the sterile packaging. Upon interrogation, no red screen was displayed on the programmer. The sales representative was informed that the device could be implanted. Once the implant date is populated and an automatic set-up is performed, the percentage should increase to 100%. Subsequently, technical services received another call in mid-november 2018. The device was interrogated and 95 percent longevity was displayed. The technical service consultant commented that the longevity should improve once the implant date is populated and an automatic set-up is performed. The field clinical representative was informed that the device could still be implanted. A field clinical representative contacted technical service in mid-december 2018 to report that the device was generating atypical beeping tones. Upon interrogation, a red screen was displayed indicating a high impedance measurement. Because the longevity of the device was not at 100 percent and w red screen was displayed, the field clinical representative wanted to return the device for laboratory testing. The technical service consultant commented that if the device was taken out-of-storage mode, a high impedance measurement would be expected as the device performs impedance checks on a regular basis. The field clinical representative planned to ship the box device back to boston scientific for laboratory testing.